Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and observed sample clot detection and a pressure sensor failure. The fse replaced the pressure sensor and the pressure sensor board to resolve the issue. Upon replacement, the fse performed sample syringe priming with no further errors the fse also performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a sample probe error on their au480 clinical chemistry analyzer. As result, five patients had erratic results on ion selective electrode (ise) including sodium, potassium and chloride. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.